Event description:
It was reported that the device failed test.

Manufacturer narrative:
The customer refused, the service quote. Therefore, this will be documented as a malfunction. The cause of which was not determined. The device remains at the customer site. And no further evaluation is warranted at this time. H3 other text: customer declined service.